Event description:
The customer stated that the central monitoring system (cns) monitor power supply had died, and they are moving all of their monitoring of the other patients to another cns and they need help setting this up. Ref MFR report #: 8030229-2014-000178.